Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed failure to capture and and oversensing noise on the atrial lead. On (B)(6) 2022, during atrial lead revision the insulation was found degraded. The physician elected to explant and replace the atrial lead on that day. The patient condition was stable.